Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). The physician attempted to deliver a non-bsc stent to the ostium of the rca using a 145, 5-in-6 guidezilla¿ guide extension catheter. Resistance was met inside a non-bsc guide catheter and the guidezilla¿ could not cross the lesion. The physician removed the device from the patient and confirmed there were no issues with the device. The physician reinserted the device, but resistance was encountered inside the non-bsc guide catheter. The guidezilla¿ was removed. Outside of the patient, he attempted to insert the device into the same guide catheter used in the procedure and resistance was noted again. Upon removal, it was noted that the guide segment of the guidezilla¿ was detached. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Age at the time of event: over 18 years old. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces with a non-bsc 6f guide catheter. The distal shaft of the guidezilla was returned inside the guide catheter, 24cm from the tip of the guide catheter. There was blood inside and outside of the shaft. The distal shaft was able to be removed from the non-bsc guide catheter. The inner diameter (ID) of the guide catheter was measured. Microscopic examination revealed that the shaft was kinked 6cm from the tip. The proximal end of the shaft was damaged. The outer diameter (od) of the undamaged portion of the distal shaft was measured. The maximum od was .06746" meeting guidezilla specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination presented no damage or irregularities to the collar. Microscopic examination revealed that the collar was damaged. Functional testing was performed by inserting the distal shaft of guidezilla through the hub of the non-bsc guide catheter, used in the procedure, up to the separation. The detached distal shaft of the guidezilla was able to advance through the hub of the guide catheter with some resistance due to the shaft damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). The physician attempted to deliver a non-bsc stent to the ostium of the rca using a 145, 5-in-6 guidezilla¿ guide extension catheter. Resistance was met inside a non-bsc guide catheter and the guidezilla¿ could not cross the lesion. The physician removed the device from the patient and confirmed there were no issues with the device. The physician reinserted the device, but resistance was encountered inside the non-bsc guide catheter. The guidezilla¿ was removed. Outside of the patient, he attempted to insert the device into the same guide catheter used in the procedure and resistance was noted again. Upon removal, it was noted that the guide segment of the guidezilla¿ was detached. There were no patient complications reported and the patient's condition is good.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). The physician attempted to deliver a non-bsc stent to the ostium of the rca using a 145, 5-in-6 guidezilla¿ guide extension catheter. Resistance was met inside a non-bsc guide catheter and the guidezilla¿ could not cross the lesion. The physician removed the device from the patient and confirmed there were no issues with the device. The physician reinserted the device, but resistance was encountered inside the non-bsc guide catheter. The guidezilla¿ was removed. Outside of the patient, he attempted to insert the device into the same guide catheter used in the procedure and resistance was noted again. Upon removal, it was noted that the guide segment of the guidezilla¿ was detached. There were no patient complications reported and the patient's condition is good.